Manufacturer narrative:
B3, d10: dates estimated. The device remains implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr), posterior leaflet flail, enlarged left atrium. Two mitraclips were successfully implanted, reducing the mr to grade 1+. On (B)(6) 2024, the discharge echocardiogram showed mild-moderate mr. On (B)(6) 2024, a follow-up echocardiogram showed moderate to severe mr. Reportedly, the patient is asymptomatic. On (B)(6) 2024, the patient presented with severe mr grade 4+. Per physician, the recurrent regurgitation was not related to the mitraclip device. There was no injury, and no malfunction associated with the index procedure clips. That day, another mitraclip (cds0706-nt, 40715a1004) was successfully implanted, reducing the mr to grade 1+. Approximately one month later, recurrent regurgitation was noted, along with a mean mitral valve gradient at 6.2mmhg. Additional imaging is planned. Per physician, there was no device malfunction and no tissue injury associated with the second procedure clip. The recurrent regurgitation was deemed unrelated to the clip device. No additional treatment was provided.

Manufacturer narrative:
B3: date estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation (mr) and mitral stenosis was unable to be determined. The reported patient effects of mitral stenosis and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.